Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) underwent a surgical procedure. During the procedure, this device delivered two electric shocks. Boston scientific technical services (ts) was consulted and upon further discussion, it was noted that the magnet was not placed appropriately. Electrocautery protection settings were discussed. No additional adverse patient effects were reported. At this time, this device remains in service.